Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was likely fractured.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. It also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Medical products: 4194-88 lead implanted: (B)(6) 2010; d334trg ICD implanted: (B)(6) 2013. This device was included in a field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance in the high voltage coils. The rv lead was also found to have elevated pacing impedance. The lead remains in use. The patient is enrolled in the non-invasive pacing study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead again alerted for high impedance in the high voltage coils. The lead was revised and defibrillation threshold (dft) testing was performed with values within acceptable range. The pace/sense portion of the lead was capped and a previously implanted pace/sense low voltage rv lead that was capped was reactivated and serves as the pace/sense portion of the implant system. The high voltage portion of the lead remains in use.